Manufacturer narrative:
This device was the second motor drive unit used in the procedure. The device was impacting the drive to the handpieces. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the lights flashed on the device and the handpiece stopped cutting while both coring and shaving a large fibrous uterus. No patient consequences were reported.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-00077 and medwatch 2210968-2013-00080 and medwatch 2210968-2013-00083. The same patient is represented in each medwatch.